Manufacturer narrative:
The faradrive sheath was evaluated with our leak testing process and was observed to fail all the tests. During the positive pressure tests, a leak was identified at the stopcock. Microscopy inspection found the leak on the stopcock to emerge from the base of the middle port. Based on the event description, this defect is the main cause as the sheath can be purged of air and prepared for use but once the flush lumen line is filled and pressurized, the leak path expands and allows air to enter the sheath. Based on all the available information the cause of the reported visible air bubbles was likely attributed to component failure for the allegation of "visible air/bubbles" as the stopcock was observed to leak during the leak testing procedure and allowed air to re-enter the sheath.

Event description:
It was reported that during a procedure a faradrive steerable sheath was selected for use, however despite a normal preparation of the device when the physician was inserting the catheter in the sheath, in the patient, the valve leaked, and it was impossible to purge as bubbles formed continuously in the syringe but there were not visible damages to the luer nor visible air in the patient. The physician decided to replace the device and the issue was resolved. The procedure was completed. No patient complications were reported. The sheath has been received for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure a faradrive steerable sheath was selected for use, however despite a normal preparation of the device when the physician was inserting the catheter in the sheath, in the patient, the valve leaked, and it was impossible to purge as bubbles formed continuously in the syringe but there were not visible damages to the luer. The physician decided to replace the device and the issue was resolved. The procedure was completed. No patient complications were reported. The device is expected to be returned for laboratory analysis.